Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while exercising after believing the pump was paused, with a documented nadir of 59 mg/dl and subsequent recovery; the ilet provided a low glucose alert, and the user requested educational materials regarding supply change via text. Symptoms included no reported clinical manifestations. Outcomes included self-treatment with oral carbohydrates including fruit (blackberries), a sandwich, and fruit snacks, with correction of blood glucose and no outside assistance or medical intervention. Investigation included customer support troubleshooting and education. Investigation of this case revealed no device malfunction and an event consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.